Event description:
While attempting to perform stenting of the pt's superficial femoral artery, md was unable to advance the wire. When attempting to withdraw the wire, the tip sheared off and was lodged in the extravascular space. Vascular surgery was consulted and discussion held with the pt. Decision made to have the pt return for endarterectomy with removal of the catheter tip.